Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the socket is broken. There was no reported patient involvement.

Event description:
It was reported to philips that the socket is broken. There was no reported patient involvement. Further information was provided that there is nothing wrong with the device and that the customer was only contacting philips to purchase spare parts.